Event description:
The customer alleged the scoped were not fully covered with the cidex brand disinfectant solution during a cycle. The level in the tank was low. An asp technical representative advised the customer to pull the drain stack and run a disinfectant only cycle. The customer monitored the unit to see if it was losing any disinfectant solution. The customer later stated that there were evidence of a slimy, yellow-green fluid on the floor coming from the unit. He believed it to be cidex solution. The staff cleaned up the fluid. There were no patients or injuries involved. The customer stated the unit was old and the facility was about to retire it before the leak occurred (discontinued, old model). The facility had purchased a new aer unit for use. The customer does not have further inquiries at this time.

Manufacturer narrative:
The customer replaced the old, discontinued unit.